Manufacturer narrative:
(B)(4).: g2: report source japan the device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Report source: ryuichi kanabuchi, yu mori, kazuyoshi baba, hidetatsu tanaka, yasuaki kuriyama, hideki fukuchi, hiroki kawamata and toshimi aizawa. Preoperative osteoporosis treatment reduces stress shielding in total hip arthroplasty. (2025) med. Sci. 2025, 13, 10.https://doi.org/10.3390/medsci13010010.

Event description:
On 06-aug-2025, a journal article was retrieved from medical sciences (2025) that reported a retrospective study from japan. The purpose of the study was to investigate the effect of preoperative osteoporosis treatment intervention on postoperative outcomes in patients who underwent tha for hoa at our hospital. The study included patients who underwent cementless total hip arthroplasty between (B)(6) 2022 due to osteoarthritis. A total of 107 patients were selected and categorized into two groups: a treatment group receiving osteoporosis medication prior to surgery and a non-treatment group without any osteoporosis intervention. In the osteoporosis treatment group, the study included cases where the same osteoporosis medication has been continuously administered for over one year. In one case, the article discusses one patient with a fitmore stem and continnum cup (zimmer, warsaw, in, USA) and all other cases, product information was not identified. The study population had a mean age of 72.7 years at time of surgery; (12 males/ 95 females). Follow-up was conducted for one year. The study reports a 73 year old female, who did not receive osteoporosis medications, developed grade 3 stress shielding at the one year follow-up. Stress shielding progression was observed up to the midsection of the stem. There was no femoral pain or secondary fractures. No surgical intervention has been performed, however patient was started on bone resorption inhibitors. Due diligence has been completed for this complaint; to date all available additional information has been received.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: b4, g3, g6, h2, h3, h6, h11. No product was returned or pictures provided; therefore, visual and dimensional evaluations could not be performed. A review of the device manufacturing records could not be performed due to missing lot number. A review of the complaint history could not be performed due to missing reference and lot numbers. Medical records were not provided and reviewed by a health care professional. The anteroposterior radiograph was obtained from the journal, where it was included as an image, and was taken one year postoperatively. It indicates cortical bone thinning due to stress shielding, with thinning observed up to the midsection of the stem (highlighted by yellow arrows). A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.